Event description:
It was reported that patients ipg was no longer working as intended. The patient underwent an explant procedure. Additional information was received that the explanted device will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4) model: sc-8216-70 serial: (B)(6) batch: 7029147

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately in (B)(6) 2022. Block d6b: (B)(6) 2022.

Event description:
It was reported that patients ipg was no longer working as intended. The patient underwent an explant procedure.